Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported). This report is submitted on april 07, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. Oral and topical antibiotics were prescribed to the patient.

Event description:
Per the audiologist, the patient experienced an exposure of the internal device at the implant site. Explant surgery is planned, but has not yet occurred as of the date of this report.